Event description:
It was reported that this was a closure of a common femoral artery using prostyle devices with the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a 7f sheath. Reportedly, after suture deployment, the lever of the first prostyle device was unable to be closed and the foot did not retract. The device was able to be removed from the patient anatomy. There was no tissue or vessel damage noted. The sutures of a second prostyle device deployed successfully. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures of both of the devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿lever of the first prostyle device was unable to be closed and the foot did not retract¿ was not confirmed once the observed dried blood was removed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.